Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, after pump got wet. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report, and did require assistance from a third-party. The customer reverted to an alternate method of insulin therapy.